Event description:
An overdose occurred during a refill procedure. The pt was filled with a catheter access port kit and the injection went into the catheter access port instead of the center fill port. Further investigation is not possible as the reporter does not have the name of the pt or physician involved. The info noted was made known to the reporter during a conference.